Manufacturer narrative:
The wheelchair has not been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.

Event description:
End user contacted dealer on (B)(6) 2011 to report that allegedly on (B)(6) 2011, an adverse event occurred while in his wheelchair. He claims the bolts came loose resulting in a fall and subsequent injury. Dealer claims the end user called him on (B)(6) 2011 stating the right caster plate bolts had loosened. The end user claims while he was navigating a turn in the living room, the caster housing separated from the wheelchair and the wheelchair tipped over resulting in the end user falling. The fall allegedly caused the end user to hit his head on the wooden arm of the couch. On (B)(6) 2011 the dealer notified sunrise medical ((B)(4)) the dealer said that as far as he knew the end user did not seek medical attention at the time of the alleged event but the dealer did say the end user attempted to or was going to contact a neurologist. Dealer unable to contact or obtain any additional information from the end user regarding the alleged injuries sustained. Complaint was reviewed by the regulatory affairs/quality assurance specialist on (B)(6) 2011. End user claims to have had two prior head injuries in the last two years and is now very reluctant to get back in the wheelchair.